Event description:
The loaner external pulse generator was returned. It was analyzed and subsequently tested out of specification that was not related to the drop and as result is now a reportable event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis found that the upper/lower cases and battery drawer were broken.